Event description:
The patient was seeing a poor communication screen regarding their personal therapy manager (ptm) device. The pump was described as being tilted 40 degrees but not flipped. The pump became tilted approximately 1-2 months after implant or 8 to 9 months ago. The patient administered up to 5 boluses a day for 8 to 9 months even when the pump was tilted. Over the past couple months however, the patient encountered an issue with their ptm device as they were unable to administer themselves a bolus when their pain increased. The last pump refill occurred on (B)(6) 2013. The patient was due to go in for a pre-revision visit on (B)(6) 2013; the actual device revision procedure was scheduled to occur on (B)(6) 2013. Drugs in the pump were baclofen (1000 mcg/ml, 415.65 mcg/day), dilaudid (1.250 mcg/ml, 577.3mcg/day), and marcaine (16.0 mg/ml, 6.466 mg/day). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).